Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) cable socket was broken. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:product analysis determined that the output connector was broken. The device passed incoming testing. The device was cleaned and inspected and the output connector was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.